Event description:
It was reported that there was a button error alarm on the insulin pump. Customer was assisted by the helpline. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.